Manufacturer narrative:
Tech located the bed in ICU storage. Found head of bed was not raising. Cause: head up valve stuck. Replaced the head up valve to resolve this issue.

Event description:
Info received that the head of bed was not raising. No injury reported.